Event description:
It was reported that during a pacemaker replacement procedure, the terminal pin of the right atrial (ra) lead separated from the lead body while it was being removing from the device header. The ra lead was subsequently removed from the device header, surgically abandoned, and a new ra lead was successfully implanted and connected to the newly implanted pacemaker device. No adverse patient effects were reported.